Event description:
Boston scientific received information that a zoom programmer was exhibiting issues with not stopping threshold tests, and that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was pacemaker dependent and became syncopal. Additional information was provided that the patient did not experience syncope, but had symptoms for approximately two seconds during the episode of loss of capture.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.